Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that during a revision of the patient's right hip,, the constrained liner was impacted and reduced. After reduction, the inner bipolar portion of the liner dissociated from the outer portion. The liner was removed and another liner of a different lot was used.

Event description:
It was reported that during a revision of the patient's right hip,, the constrained liner was impacted and reduced. After reduction, the inner bipolar portion of the liner dissociated from the outer portion. The liner was removed and another liner of a different lot was used.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed. Method & results product evaluation and results: the constrained liner including the uhr bipolar head was returned for evaluation. The uhr bipolar head is disassociated from the poly liner. Visual inspection of the returned device indicated damage resulting from explantation. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to dislocation whereby during surgery the constrained liner failed. The constrained liner including the uhr bipolar head was returned for evaluation. The uhr bipolar head is disassociated from the poly liner. Visual inspection of the returned device indicated damage resulting from explantation. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.